Event description:
A zoll pt service rep (psr) called zoll customer support to report that a (B)(6) male pt's battery charger/modem was displaying a "battery charger problem." The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current-controlling transistor. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The pt rec'd a replacement battery charger/modem.